Manufacturer narrative:
(B)(4). Batch #: u94m7w. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. Did the generator display any error messages and if so what were they? Yes ¿ change the device¿. Did the device pass the pre-test? No. Had the device been working and then stopped? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. In addition, it was received with an electrode in a plastic bag. No functional testing could be done due to the condition of the returned device and we were unable to investigate further the replace handpiece as reported. The handpiece was disassembled to inspect the internal components and no anomalies were found. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the transducer does not work.